Event description:
The reporter stated that the surgeon was advancing an aspheric collamer lens model cq2015a lens in the injector and haptic broke. No pt contact.

Manufacturer narrative:
Haptic damaged in delivery system - results - a visual inspection of the returned product shows there is a tear in the optic and one haptic is torn off and is bent. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.